Event description:
A customer contacted beckman coulter inc. (Bec) to report receiving one dxi wash buffer ii cubetainer that leaked. The customer did not question any patient results. No injury or affect to patient or end user in association with this event was reported. Visual inspection of the photo is inconclusive and did not support the pin hole leak and/or stress crack as the root cause of this event.

Manufacturer narrative:
No clear root cause could be determined for this event. (B)(4).

Event description:
Replacement was sent to the customer.

Manufacturer narrative:
(B)(4)